Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient visited the clinic for follow-up mapping as the hearing performance with the device deteriorated. The user has been explanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient visited the clinic for follow-up mapping as the hearing performance with the device deteriorated. Re-implantation is considered. Further technical checks have been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient visited the clinic for follow-up mapping as the hearing performance with the device deteriorated. Re-implantation is considered. Further technical checks have been scheduled.